Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of precision xceed meter is 5 years. Since this device has been in distribution beyond its useful life as of the date of the complaint, no further investigation activities are required. If the product is returned, a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported adc meter would not turn on by button or by test strips. On (B)(6) 2021, as a result, experiencing symptoms of throwing up and low potassium, and disorientation as he rushed himself to the hospital. A blood sugar of 500mg/dl was obtained on the hcp meter and the customer was treated in the intensive care unit (ICU) with an IV drip through the central line, glucose, regular insulin, and spray insulin. And other medication they can no longer recall as they were they were in a diabetic coma. The customer was hospitalized for 7 days and diagnosed with hyperglycemia. There was no report of death or permanent injury associated with this event.